Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the hemostasis valve was leaking. A left atrial appendage procedure was to be performed. A 30mm watchman laa closure device and delivery system was used with a watchman access system. When the wds was advanced into the patient saline was leaking from hemostasis valve that is connected to the stopcock. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer. The returned product consisted of the watchman delivery system (wds). The hemostasis valve, shaft, tip, core wire, and implant were examined. There was blood on the implant. There were numerous kinks throughout the shaft. The implant was received deployed but still connected to the core wire. The anchors were flared/damaged. The implant was measured and the device size was consistent with the reported information. The hemostatic valve was received closed and tight. Functional testing was performed. Water was pushed and pulled through the device valve with a connected syringe several times. There was no leak or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the hemostasis valve was leaking. A left atrial appendage procedure was to be performed. A 30mm watchman laa closure device & delivery system was used with a watchman access system. When the wds was advanced into the patient saline was leaking from hemostasis valve that is connected to the stopcock. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.